Manufacturer narrative:
The insulin pump was received intermittent button response due to lcd unlock keypad connector. Analysis was unable to verify blood glucose reminder alarm due to intermittent button response. The insulin pump was received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had an alarm and keypad anomaly. The blood glucose at the time of the incident was 204 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.